Event description:
The article lists info suggesting that a pt being treated with intrathecal baclofen for spasticity experienced an implantable pump malfunction four years post implant that required device replacement. No add'l info concerning event resolution, device analysis and pt outcome was provided. Journal reference: veiros, I. Et al. "Intrathecal baclofen in the treatment of spasticity casuistry of the centro hospitalar de coimbra." Acta med port 2006; 19:217-224.

Manufacturer narrative:
Note: the pump is assumed to be a medtronic device based on a limited description (implanted, programmable). Follow-up to establish positive identification has been initiated and the results will be forwarded.